Event description:
On april 13, 2009, a distributer reported a problem where manual quality control results were out of range for calcium.

Manufacturer narrative:
Investigations have revealed the in cal pack cal 1 solution calcium can precipitate out of solution causing a reduction in the calcium concentration in solution. Since cal 1 solution is used for calibration, this can alter the accuracy of the calibration value, thereby impacting pt results for ionized calcium. The calcium value reported is artificially high. The reduced calcium level may also affect the ph and co2 of the solution. Therefore, the loss of calcium can also alter the accuracy of the ph and co2 calibration values and corresponding ph results for ph and co2. There was no pt injury with this event.